Manufacturer narrative:
Conclusion : the investigations revealed 2 major mistakes: -the surgeon hasn't followed the operative technique: he's used a non locking screw instead of a locking screw -the patient has not followed the surgeon's recommendation: he has returned to his professional activities sooner than advised. The combination of both elements may explain this breakage, due to a non-respect of the products indication for use. The DHR of the different implied devices did not reveal any discrepancy against the specifications. Consequently, no complementary action is required. Initial MDR sent on the 7th of july 2020. Remark : acknowledgement available in the webtrader basis, but the incident is not visible in the maude basis. Trial to send an update of this MDR on the (B)(6) 2020 : submission result => "the initial report is missing". Due to this issue, this update has been passed on an initial submission.

Event description:
Initial information retrieved by phone on the 23th of june 2020. Additional information hereafter, dated of the (B)(6) 2020 : « implant broke post operatively. Patient works construction & returned to normal activity sooner than advised by the physician. Patient said he heard the implant break as he was on the job ». Traceability data retrieved on the (B)(6) 2020.